Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stuck in rewind. The customer¿s blood glucose level was 10.6 mmol/l. The customer reported that when she attempted fill tubing on insulin pump, insulin continued to exit the tubing after releasing the act button. The customer performed displacement test and the insulin pump alarmed no reservoir. The customer attempted to fill tubing and found that the insulin pump¿s motor did not slow down and numbers did not ramp up as insulin dripped out of the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.